Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/ protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported that drive support cap popped out while changing reservoir. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.